Event description:
It was reported that the patient hears unpleasant noises and variations in loudness.

Manufacturer narrative:
Available information points to a defect of the electronics. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.